Event description:
A physician reported to gore that seven days post umbilical hernia repair with a gore bio-a hernia plug, the pt presented with a small bowel obstruction and required reoperation. Adhesions to the plug were noted during the reoperation. The device remains implanted and the physician reports the pt has recovered and is doing well.

Manufacturer narrative:
Results: review of the mfg quality records verified the lot met all pre-release specifications. The device remains implanted, therefore, a direct product analysis was not performed. The potential for such events is addressed in the product's instructions for use which states, "possible adverse reactions may include, but are not limited to infection, inflammation, adhesions and seroma formation." All info has been made available for tracking and trending. Attempts to acquire this info have been made by gore.